Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report number: 3006705815-2019-00661. It was reported that the patient was unable to implant the patient's leads due to patient anatomy. As a result, the procedure was extended two hours and subsequently abandoned.

Event description:
Device 1 of 2: reference MFR report number: 3006705815-2019-00661.